Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: section c. Correction - this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally, review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: dilator, terumo 035" guidewire, contrast agent, 5.0fr kmp catheter. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wittich nitinol stone basket was in a biliary duct stone removal procedure and the device separated (catheter and valve) upon removing the stone. The device was removed and an alternative device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Investigation of a returned device from this lot showed that flaring of the sheath was inadequate. Based on the information provided, no product returned and the results of our investigation, it is likely that this failure was the result of an inadequate flare although this could not be confirmed. Retraining of the appropriate personnel has been performed. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar events.

Event description:
No new event description information to report at this time.